Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post fall, the patient's right ventricular lead was noted by x-ray to have dislodged. Upon interrogation, the lead exhibited non-capture. During lead revision procedure on (B)(6) 2020, the doctor stated that the stylet would not go all the way. Due to this the helix would not retract. The doctor could not retrieve the stylet from the lead. Physician cut the stylet leaving part of it in the lead and the lead was capped on that procedure. Explant was scheduled and appropriate programming changes were done to accommodate the capping of the lead. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.